Manufacturer narrative:
The actual device was not returned to the MFR for physical eval; however, a companion sample from the same lot was returned for investigation and no defects were noted. In addition, an investigation of the device manufacturing records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls, were within spec.

Event description:
A peritoneal dialysis pt reported that dialysis solution leaked out of the cycler. The pt stated that the cycler has been leaking fluid intermittently. She completed her treatment, had no adverse effects and did not require any medical intervention. Companion sample is available.